Event description:
It was reported that the tuftex embolectomy catheter balloon ruptured during a procedure. The device was checked prior to use. No patient injury was reported.

Manufacturer narrative:
The device was not received for evaluation. However, the photo provided confirmed the report. It is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. As stated in the instructions for use (IFU): "in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage." The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot.